Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open bowel perforation. While firing across the bowel, the stapler did not fire. The surgeon attempted to fire the device twice. It looked like there were no staples, sounded like it had worked, however they then clamped and used another loading unit. No known impact or consequence to patient.